Event description:
Procedure: radio-frequency ablation (rfa). Reportedly, this pt was undergoing a 50 minute ablation procedure. The rfa was done under open surgery. When the grounding pads were removed, both femoral skin areas under the pads were burned. The right femoral skin area under the pad was minor, but the left skin area (4.5 x 4.5 cm) under the pad required treatment with skin transplantation 2 days after the rfa surgery.